Event description:
It was reported that the surgeon had two implants break at the threads during a posterior labral repair. The devices broke when 2/3rd's of the way inserted. The implants remain in the pt; the surgeon felt he had good fixation. The pt was described as having hard good bone. Follow up info was provided that the case was considered complete and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Two used pushlock drivers (instruments) were received from the reporter for eval. The complaint was confirmed. Both drivers had pieces of the peek implant pushed onto the larger tubing section of the driver. Based on the info provided and obtained through follow-up eval, the most likely causes of the type of event are preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the implant before the laser line is flush with the surface of the pilot hole. A review of the DHR revealed nothing relevant to the event. This is the first complaint of this nature for this part/lot combination. The event is attributed to misuse.